Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. Trial presents scratches and nicks on the inferior face. A chipping was observed at the edge below the color marking. Additionally, the central colored marking is beginning to fade. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments are scuffed.